Manufacturer narrative:
Corrosion damage to the internal components was noted. Corrosion damage can occur overtime due to repeated autoclave cycles.

Event description:
The micro sagittal saw was sent in for evaluation due to overheating during routine maintenance testing. No adverse event was associated with the device.